Event description:
I had lasik eye surgery on (B)(6) 2004, at (B)(6) clinic hospital. Dr (B)(6) did the surgery on both eyes. I was treated for 1 year free of charge. Now, my ophthalmologist says I have corneal ecstasia in my right eye. The vision in that eye is blurry and glasses don¿t help. My doctor says I will need to be fitted with a special contact lens.